Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly customer's blood glucose at time of incident was unknown. Customer stated they are unable to exit the preparing to prime loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer verified that the drive support cap is recessed not loose and normal. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.